Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that the balloon was pretested and worked properly. It was then inserted into the male patient. The balloon was inflated twice and worked fine. They attempted to inflate the balloon a third time and it would not inflate. At which time, the balloon was removed from the patient and they noticed it had ruptured. As a result, another catheter was used to complete the procedure. There were no patient complications reported.